Manufacturer narrative:
The power supply was replaced and the machine was calibrated and tested within MFR's specifications.

Event description:
Customer reported an incident with no power before use.